Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.